Manufacturer narrative:
On 26-mar-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and one hour after the catheter use during right pulmonary vein (rpv) ablation, there was a deformation of the dilator noted. The tip of the dilator was crushed. The sheath was replaced and the procedure continued. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and one hour after the catheter use during right pulmonary vein (rpv) ablation, there was a deformation of the dilator noted. The tip of the dilator was crushed. The sheath was replaced and the procedure continued. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Then, shipped to irvine facility to perform the functional test for the reported issue and additionally a leak test. After concluding the special investigation it was identified that the soft tip was observed deformed, it was observed bumped. In addition the dilator tip was observed broken. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. Regarding the leak test, no physical damages were observed and no dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history review was performed for the finished device 60000487 number, and no internal actions related to the complaint were found during the review. The damage on the tip and dilator were confirmed. The potential cause of the issue cannot be established. The leak test performed during the analysis was due to an special investigation related to the hemostatic valve leak, and is unrelated to the event described by the customer. The instructions for use contain (IFU) the following warning and precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).